Event description:
It was reported that during a hysterectomy procedure, the device stopped working. No other information was provided. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 5/31/2007. Evaluation summary: the analysis results found that when attempting to activate the device an error code 5 occurred. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present.